Event description:
The customer reported being hospitalized due to low blood glucose of 10mg/dl. Troubleshooting was performed. The customer stated that the insulin pump may have delivered too much insulin. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. The customer also reported receiving a constant tone and an error alarm. The customer's most recent glucose reading was 85mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was rec'd with constant tone and blank display as a result of a corroded interface board. Further testing could not be performed due to the blank display.